Event description:
A report was received that the patients ipg site looked infected and inflamed.

Manufacturer narrative:
Correction to the initial MDR in fields b5, d7 and f10. Additional information was received that no device malfunction was suspected. The physician was unsure if infection was device or procedure related. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg site looked infected and inflamed. Antibiotics were prescribed. The patient underwent an explant procedure.